Manufacturer narrative:
The reported event that drill, ao t2 femur ø4,2x340 mm was alleged of issue ¿instrument - breakage during implantation¿ could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill was found to be broken from the mid flute area. Flutes appear to be rather alright as opposed to generally observed deformation and damages after long and prolonged usage, but it was still marginally worn out. Worn out edges reduces the overall cutting efficiency of the drill. The breakage surface reveals a relatively smoother topography with no plastic deformation. This confirms a typical brittle fracture of the drill due to bending overload. As per the hardness testing, the returned drill was found to be having an average hardness of 52.9 hrc against a required range of 52.0 to 56.0 hrc. Diameter of the shaft just above the breakage point was measured and was found as per required. Therefore, the drill was found to be well within specifications. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause was attributed to a user related issue. The breakage of the drill happened due to a bending overload (assisted by slightly worn out flutes) during the surgery resulting in a brittle fracture, evident by the breakage surface. Under such a situation, the drill encounters a lot of stress (along with the residual stress over a long period of use) which leads to a sudden breakage (brittle), as in this case. If any additional information is provided, the investigation will be reassessed.

Event description:
Pharmacist resident reported that: " while drilling the femur, the tip of the drill bit broke off and remained in the femur. Clinical consequences: increased operating time (time to remove the tip) with risk with a patient with a complicated femur fracture. The surgeon was able to remove the tip using a needle holder. The dm was retained and is available for expert evaluation." 10 minute delay.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Pharmacist resident reported that : " while drilling the femur, the tip of the drill bit broke off and remained in the femur. Clinical consequences: increased operating time (time to remove the tip) with risk with a patient with a complicated femur fracture. The surgeon was able to remove the tip using a needle holder. The dm was retained and is available for expert evaluation." 10 minute delay.